Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 147 mg/dl.